Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device requires cardiac massage while the patient has a clean rhythm. The customer has performed testing and "everything has gone well"; the customer nevertheless wants the device to be checked. The customer stated there was no additional information available to provide. The device was reported to be in use on a patient and no direct adverse event to the patient or user was reported. We are considering this to be an issue where the device gave an error message showing it could not analyze or read the ECG rhythm. The customer conducted the operation test of the device and placed the device back into service. No conclusion can be drawn. The device remains with customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device requires cardiac massage while the patient has a clean rhythm. The customer has performed testing and "everything has gone well"; the customer nevertheless wants the device to be checked. The customer stated there was no additional information available to provide. The device was reported to be in use on a patient and no direct adverse event to the patient or user was reported. We are considering this to be an issue where the device gave an error message showing it could not analyze or read the ECG rhythm.